Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: did the jaws open? If no, did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Event description:
It was reported that the device was used during a lymph node dissection procedure. At the time of the first activation, the device presented error asking use the device with the jaws closed. But, it was closed and locked making it be unable to continue with the use of it. The patient had no serious damage.

Manufacturer narrative:
(B)(4). Date sent: 2/11/2020. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. In addition no issues were noted with opening and closing of the jaws. No alert screens were displayed at any time during testing. There were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The ¿replace instrument¿ alert screen is displayed after receiving three consecutive ¿close jaws on tissue and reactivate¿ alert screens and is advising of a potential issue with the instrument. However; no alert screens were displayed during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.